Event description:
It was reported when using the bd pyxis ciisafe cubie medication was stocked out and not showed up in station to fill from the restock. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a database issue. The technical support specialist opened database structured query language, cleared out and updated database to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.